Manufacturer narrative:
H6 medical device problem code a150202 is no longer applicable to this record and has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella 5.5 support, the placement signal waveforms were erratic and intermittent position alarms were observed. The impella plug was secure, and no kinks or tight loops were noted in the catheter. Point-of-care ultrasound was performed and measured the impella at 5.2 cm within the ventricle. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. At the time of writing this report, the patient continues to be supported by the impella 5.5.

Manufacturer narrative:
Updated information:d4 serial number updated

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: placement signal issue: since neither data logs nor product were available for investigation, the cause of the placement signal issue could not be determined. False alarm: since neither data logs nor product were available for investigation, the cause of the false alarm could not be determined.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report.